Event description:
It was initially reported to philips healthcare that the heartstart mrx unit was not charging with the battery depleting. It was later clarified by the philips customer svc tier 2 that the heartstart mrx unit was not charging the battery with the battery depleting quickly.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.